Event description:
The customer stated that a puritan-bennett oxygen regulator exploded when it was installed on a high-pressure oxygen cylinder. Two nurses were also reported to have received minor injuries as a result of the incident.